Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor autozero failure occurred. The customer also informed the remote service engineer (rse) that the flow sensor assembly was recently replaced and the internal exhalation port was visually clear. The rse then advised the customer to remove and reseat the data acquisition (da) printed circuit board assembly (pcba). Per good faith effort (gfe) response, the customer reseated the da pcba with the flow module and confirmed the issue was resolved. The customer then ran the unit in their shop for 3 hours then returned the unit to service. The customer reseated the da pcba with the flow module to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.